Manufacturer narrative:
This lens is sold in the USA under model mi60lus.

Event description:
The lens migrated out of the capsular bag and into the anterior chamber. The lens was repositioned successfully.